Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly patient will need revised due to broken neck. X-ray image provided. No further information available as implant was distributed through previous supplier.